Manufacturer narrative:
Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer comment: lot number was not reported. Pharmacovigilance comment: the serious event of blindness was considered expected and possibly related to the treatment. Serious criteria include potential disability or permanent damage. Potential contributory factors include the injection technique. The report contained limited information and follow-up will be requested. The case meets the criteria for expedited reporting to the regulatory authorities. Exemption number: e2015005 galderma laboratories, l. P. (Importer registration number: 1000118068) is submitting the report on behalf of q-med ab (manufacturer registration number 9710154).

Event description:
Case reference number (B)(4) is a spontaneous report sent on 13-mar-2019 by a physician which refers to a female patient of unknown age. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date, the patient received treatment with sculptra aesthetic (unknown amount, lot number, injection technique and needle type) at unknown site. Unknown time later, on an unknown date, the patient developed blindness (blindness). The physician reported that, when she was at the odac meeting a few physicians brought to her attention that during a sculptra injection session at imcas, the patient went blind from being injected by sculptra. The physician was asking if that's true and she would like to do follow up. The reporting physician also submitted the medical inquiry on her behalf. Treatment for the adverse event was not reported. Outcome at the time of the report: blindness was unknown.